Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode with the incident lot was not observed. The samples were evaluated and the customer¿s indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. (B)(4)

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had under filling issue. There was no report of medical intervention or serious injury.